Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression was found at 44.9 ¿ 45.9 cm and from the distal tip. The cause of sensing noise and insulation damage was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information noted that the lead had insulation damage and that there was a marked black coloring or staining on local tissue near the observed insulation damage and other areas of the pocket. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited sensing noise. It was noted that the noise was produced with isomeric maneuvers but looked different to noise episodes. No intervention was performed. The patient was in stable condition.